Manufacturer narrative:
The axim coil was returned for evaluation and found to be in a contradictory condition to the reported event. The implant was found damaged, stretched with the polypropylene filament broken and detached from the pushwire. This coil separation was not originally reported. As received, the tack weld replacement crimps and the pushwire distal to the break indicator were found to be intact. Under the microscope, the coil was found detached from the pushwire at the coil shell. All other subassemblies appeared to be normal and no other anomalies were observed. Follow-up was conducted for additional complaint details based on the separated condition of the returned device, however no information has been received. It is possible that the implant coil detached during packaging or shipping back to medtronic for evaluation. It is likely the difficulty positioning the implant coil led to the coil stretching and to the subsequent detachment of the implant coil. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could p ossibly break. Gently remove and discard both the catheter and coil. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a cerebral arteriovenous fistula, this coil stretched during reposit ioning. It was reported that during procedure, the axium coil was stretched when repositioned twice. The axium was removed from the patient and a new device was used to continue. More coils were implanted successfully and no patient injury was reported. The device was received for evaluation and the implant was found damaged, stretched with the polypropylene filament broken and detached from the pushwire.